Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. The service history review revealed no previous service events that would cause or contribute to the reported death. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. An internal and external visual inspection revealed no problems related to the reported event. The device passed the homechoice return instrument test evaluation (rite) electrical test and but failed the rite functional test due to an unrelated issue. Upon conclusion of the investigation, the sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. The cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. Peritoneal dialysis therapy was ongoing up until the time of the death; however, the patient was not connected to the homechoice device at the time of death. The patient was not hospitalized prior to death. A death certificate was not available. It was not reported if an autopsy was performed. No additional information is available.